Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective downstream occlusion seal and upstream occlusion seal. Visual inspection was performed. The downstream occlusion seal and upstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation identified downstream and upstream occlusion seal damage. There was no patient involvement.